Event description:
It was reported that the pt developed an infection and fever after shunt implantation. Due to the infection the dr decided to remove the shunt.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. The sterilization records for lot c42935 indicate that all processing parameters were within specs and all samples passed quality testing. The instructions for use that accompany the device state that local and systemic infections are not uncommon with this type of procedure and are usually caused by organisms that inhabit the skin. However, other pathogens circulating in the bloodstream may colonize the device and in the majority of pts require its removal.